Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.

Event description:
It was reported that the customer's pump experienced "failures". No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.